Manufacturer narrative:
The complaint investigation for falsely depressed results for sodium on the architect c8000 processing module, serial number (B)(6) , included a search for similar complaints, review of the complaint text, trending data review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue. When checking sample after result, the sample had a visible clot. The customer manually removed the clot and repeated the sample with higher results. A search for similar tickets by lot number found no trend in complaint activity for this issue. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, or deviations with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified. The following sections have been corrected to reflect the current contact (B)(6) : g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number b3 date of event was correct to 07july2023 from 02aug2023.

Event description:
The customer observed falsely depressed results for sodium on the architect c8000 processing module, serial number (B)(6) , for one 28 year old female patient. When checking sample after result, the sample had a visible clot. The customer manually removed the clot and repeated the sample with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial sodium result = 112 mmol/l repeat results = 141 and 137 mmol/l reference (normal) range: 136 to 145 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely depressed results for sodium on the architect c8000 processing module, serial number (B)(6), for one patient. When checking sample after result, the sample had a visible clot. The customer manually removed the clot and repeated the sample with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial sodium result = 112 mmol/l repeat results = 141 and 137 mmol/l. Reference (normal) range: 136 to 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).